Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the ECG failure was isolated to a solder joint on the distribution node (dn) pca. The solder joint where the ECG "b" cable connects to the dn was intermittent, causing the reported alarms. The root cause for the intermittent solder joint could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4). The patient using this electrode belt was receiving frequent adjust belt messages.